Event description:
During procedure, surgeon complained the cautery was not working. Patient was noted to have a small burn to the lower right side of the lip. Bovie checked by bio-med and working properly.